Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# unknown, product type: accessory. Product ID: 97791, lot# unknown, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Analysis of the implantable neurostimulator (s/n: (B)(4)) found that the device was found with a reduced capacity due to overdischarge. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer and a manufacturer representative reported that there was a coupling problem. The recharger got good connection but would lose it without moving. The manufacturing representative (rep) did some troubleshooting with the patient and the implantable neurostimulator recharger (insr) was having coupling problems. There was also a communication problem. The difficulty with coupling started at implant. Due to the issues recharging the patient stopped charging and did not use their system for over 3 months. The device was in overdischarge and a "power on reset" was performed on (B)(6) 2015 with a different charger. The patient was still having issues with losing coupling without moving and they thought their implantable neurostimulator (ins) was defective. No patient harm reported. The patient was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that the patient attempted recharging with another recharger. Battery explant was planned, pending surgeon approval. It was also reported that system explant was scheduled for (B)(6) 2015 due to a seroma that developed at the implantable neurostimulator (ins) site. The seroma worsened, opened, and was now infected. Additional information received from the manufacturer representative reported that the reason for ins removal was "charging issues." The ins was explanted and not replaced. The patient's status was alive with no injury, and the patient recovered without sequela. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.